Manufacturer narrative:
The technician reseated the wire harness on the left head siderail patient circuit board which restored the function.

Event description:
Information received indicates the nurse call is not working. It is not being received at the nurse station.